Event description:
According to the reporter: this did not occur during a case. The device will not open the ralc either before or after firing the instrument. The open button does nothing when pushed.

Manufacturer narrative:
(B)(4).